Event description:
The clinician reports the implant was inserted (B)(6) 2025. On (B)(6) 2025, loosening of implant not related to bone ingrowth was verified. According to the information, the patient is a healthy. Doctor said: implant failed. The reason for failure is that the implants did not have initial stability. It was open and needed to be replaced with a wider implant. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.